Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5, h6: device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site of the patient's anatomy and revealed moderate to severe central regurgitation and the antero-medial leaflet appeared hypomobile. In this case, central regurgitation and leaflet motion restriction were confirmed based on provided medical report/imagery, while the reported leaflet tear was unable to be confirmed due to unavailability of relevant imagery/medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 months following a transfemoral transcatheter aortic valve replacement, the 23mm sapien 3 ultra resilia valve was failing and it appeared there may be a flailed or torn leaflet causing moderate to severe aortic insufficiency (ai). The treatment plan was to replace with another transcatheter aortic valve replacement. An echo report provided confirms they believe the central ai is due to some type of leaflet dysfunction.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, post-dilation was performed after valve deployment. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to central regurgitation as reported and observed in imagery review. As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported event of central regurgitation. Leaflet motion restriction develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restricting may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided, a definitive root cause was unable to be determined at this time for leaflet motion restriction. As reported, 'the 23mm sapien 3 ultra resilia valve was failing and it appeared there may be a flailed or torn leaflet.' Per imaging evaluation, flailed or torn leaflet was not identified from the provided imagery due to the limitation of the imagery quality, so 'flailed or torn leaflet' was unable to be confirmed for this case. Due to limited information/imagery provided, despite requests for additional imagery, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by the field clinical specialist, approximately 3 months following a transfemoral transcatheter aortic valve replacement, the 23mm sapien 3 ultra resilia valve was failing and it appeared there may be a flailed or torn leaflet causing moderate to severe aortic insufficiency. The treatment plan was to replace with another transcatheter aortic valve replacement.

Manufacturer narrative:
The investigation for this report is ongoing.